Event description:
The initial reporter questioned results for multiple patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The customer provided discrepant results for 1 patient sample tested for na and cl. The initial na result was 109 mmol/l. The repeat result was 140 mmol/l. The initial cl result was 140 mmol/l. The repeat result was 101 mmol/l. No questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The electrode lot numbers with expiration dates were not provided.

Manufacturer narrative:
The customer declined to provide any additional information.

Manufacturer narrative:
The field service engineer (fse) replaced and conditioned the electrodes and replaced the sample probe. The customer ran calibration and qc with acceptable results. The service actions resolved the issue.